Event description:
Product analysis was completed on the usb to db9 cable on (B)(4) 2016. Two disconnected wire connections were found in the returned serial cable; appears to be cable stress-related. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the physician's wand was not working. They have tried changing batteries and usb but to no avail. The therapeutic consultant also reported that the usb serial cable is having problems communicating; she has not isolated the communication issue to the wand or serial cable. The wand was received for product analysis on 2/18/2016. Product analysis was completed on the wand and the wand performed according to functional specifications. The usb cable was returned for product analysis on 2/18/2016 but product analysis is still underway.